Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2019. On (B)(6) 2019, the pacemaker was interrogated for the first time after implantation, and after several interrogations, the residual longevity of the battery was not displayed. The battery impedance was equal to 0.21kohms and the magnet rate was equal to 96bpm.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200423 - file-2019-03331 - analysis_and_closure_report_resp-2019-01806.pdf].

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2019. On (B)(6) 2019, the pacemaker was interrogated for the first time after implantation, and after several interrogations, the residual longevity of the battery was not displayed. The battery impedance was equal to 0.21kohms and the magnet rate was equal to 96bpm.